Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
About two months post implant it was reported that t-wave oversensing was noted on the right ventricular (rv). The sensitivity for the rv lead was reprogrammed and the lead remains in use. No patient complications have been reported as a result of this event.